Event description:
Philips received a report from a customer reported that food pedal is not working, pt on table during a stroke procedure. There was pt injury due to not having visibility to catheters inside pt. Customer stated that this contributed to a vessel tear or perforation.

Manufacturer narrative:
(B)(4). When investigated is completed, a f/u report will be sent to the FDA.